Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient did not experience any adverse consequences and will continue to be monitored.